Event description:
The reporter alleged that a patient was not able to use coaguchek xs meter serial number (B)(4) since (B)(6) 2022, due to error 4 received. Reportedly the patient had two stroke events on (B)(6) 2022 and (B)(6) 2022. On (B)(6) 2022, it was reported the patient's last meter result was 3.1 inr. It was reported there was no change in medication. On (B)(6) 2022, allegedly the patient's left side of his body went numb. It was reported the patient went to the hospital and was treated for a stroke. Allegedly the patient had a computerized tomography (CT) scan of the brain and an examination of the carotid artery. Reportedly the patient's arteries were clear. The patient's inr result upon admission to the hospital and the treatment received was unknown. It was reported the patient was discharged from the hospital on (B)(6) 2022 and his inr result was 3.0 inr. On (B)(6) 2022, allegedly the patient's left side went numb and he went to the hospital. The patient's inr result upon admission to the hospital, the treatment received, and the date of hospital discharge was unknown. Reportedly the patient is at home and is fine. The patient's reported therapeutic range was 3.0-3.5 inr. It was reported that the patient's testing frequency is weekly. The test strip lot number was 57790222 with an expiration date of 31-may-2023.

Manufacturer narrative:
The meter was requested for an investigation, however, the product has not been received. A replacement meter was requested through the patient's idtf (independent testing facility). For error 4, product labeling states, "error: test strip unusable. The test strip is unusable. Solution: turn the meter off, remove the test strip, and then re-insert it. If the error message reappears, discard the unusable test strip and use a new one." The investigation is ongoing. Occupation is patient/consumer.

Manufacturer narrative:
The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine based) laboratory methods."